Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal and extraneal therapies for renal failure chronic. The action taken with dianeal and extraneal therapies were not reported. On (B)(6) 212, during a call with baxter (B)(4) technical service, the consumer reported that the patient experienced peritonitis (onset not reported). On an unreported date, the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment provided was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Further information was received from a nurse, which medically confirmed the case. On (B)(6) 2012, the patient was hospitalized for fungal peritonitis and was treated with unspecified antibiotic. On the same day pd catheter was removed. On (B)(6) 2012, dianeal and extraneal therapies were withdrawn. The patient recovered from this peritonitis event on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified